Event description:
Event description guidant received information that the patient with this pacemaker presented to the emergency room feeling lethargic with a pulse rate of 37 beats per minute. An electrocardiogram indicated alternating atrial and ventricular pacing with capture followed by atrial sensing and ventricular loss of capture. The physician was on their way to interrogate the device and questioned whether there was an easy explanation.